Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) injections of vancomycin, 2gm, every 5 days, ampicillin ip 1 gm in each exchange, and ceftazidime 1gm per day. After being hospitalized for five days, the patient was discharged. 5 days after, the patient was discharged from the hospital. During the remedial treatment period, the patient was temporarily switched to continuous ambulatory peritoneal dialysis (capd), enabling ip administration of the antibiotics. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.